Event description:
An endurant stent graft system was inserted into a patient for the endovascular treatment of a 5.8 cm abdominal aortic aneurysm approximately 11 months ago. Vessel morphology was not reported. It was reported that approximately one month ago the patient presented with distal emboli down the right leg which was successfully removed by an embolectomy. The physician is uncertain if this event was related to the stent graft. The patient is fine. No further information was provided.

Manufacturer narrative:
(B)(4). Evaluation results: patient's condition affected effectiveness of device (emboli). Conclusion: device failure/lack of effectiveness related to patient condition (emboli).